Event description:
Reportedly, the end user was struck by a motor vehicle while operating the motorized wheelchair in the roadway. Allegedly, as a result of the incident, the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported operating the motorized wheelchair in the roadway. The owner's manual warns, "do not drive your mpv4 on the roadway or public streets."